Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the helix was retracted and clogged with blood/tissue. Diagnostic imaging revealed the inner coil inside the connector region to be over torqued. No other anomalies were noted. Electrical testing revealed no anomalies. The reported events of high pacing impedance and low sensing were not confirmed. The reported event of stylet turning while extending the helix was confirmed, due to over torque of the inner coil.

Event description:
During implant, high pacing impedance and low sensing was observed on the right ventricular (rv) lead. The stylet also rotated while attempting to extend and fixate the helix. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.